Event description:
(B)(6), rn at md office reported that the patient had sudden and significant catastrophic event about an hour after changing her cassette on (B)(6) 2025. The pump appeared to be functioning fine. They changed to a new cassette and backup pump and patient did get better. She felt uncomfortable using the pump due to the issue (unspecified) and that is why they requested replacement just to make sure it was not a pump problem that caused catastrophic event. Unknown details of the catastrophic event. No additional info, details, or dates available. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is not applicable as no pump alarm was reported. Pump return tracking information is not available. Photographs were not provided. Unknown serial number or expiration date. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? Yes. If yes, was any medical intervention provided? None needed. Is the actual device available for investigation? Yes. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. Was the patient able to successfully continue their infusion? Yes. If no, what was the patient instructed to do in able to continue their infusion? Is the infusion life-sustaining? Yes. What is the outcome of the event? Unknown.